Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set. Caller reported that this has occurred twice. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.